Manufacturer narrative:
No frozen screen during testing. Pump was received with a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test and download file history due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. No frozen screen during testing. Unable to test and download file history due to flashing medtronic logo. Flashing medtronic logo due to moisture damage electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack on the insulin pump and also reported that the pump had fallen into water. The customer reported that the pump screen displayed only the medtronic solid logo (not flashing). At the same time, the customer mentioned that the labeling at the back of the pump was faded. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the display issue. The customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. Troubleshooting was performed for moisture damage. Fluid was present in the pump. The pump did not return to normal function, and fluid was reported under the lcd (liquid crystal display), or the customer reported hearing fluid when shaking the pump. Troubleshooting was performed for the labeling/packaging issue. The customer reported a labeling issue. Product labels were reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was performed for cosmetic damage, and the customer noticed a crack at the case on the battery tube side of the insulin pump; the damage affected the pump's functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.